Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The report did not provide any specific info concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. If add'l information that is pertinent to this event become available, I-flow will submit a follow-up report.

Event description:
Pt experienced bleeding the day after a pump was inserted. Called the hotline and was referred to her physician. Pt called hotline again the following day asking if she should remove the pump. Bleeding was almost gone. Pt reported that doctors at a hospital near her home had stated that they believe the bleeding was probably due to the surgery, a hematoma, not the pump.